Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at the time. A call was placed to technical services on 5/11/2017 reported that patient with a lead that is not magnetic resonance conditional underwent magnetic resonance imaging 4 years ago. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).